Event description:
The user received questionable results for calcium on the integra 800 analyzer, serial number (B)(4). The event involved 15 patient samples that gave discrepant calcium results. The user could only provide an estimate of the patient results for these 15 patient samples. The patient samples originally gave calcium results between 9.5 and 9.8 mg/dl and when repeated with a different lot of reagent resulted between 10.5 and 10.8 mg/dl. The user said the repeat results were reported outside the laboratory. No adverse events have been alleged regarding this event. The field service representative determined there was a problem with the calcium reagent. Customer loaded new lot number of calcium reagent which resolved the issue. Performance tests were run which gave acceptable results.

Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02695 for device 2. On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt was without stimulation. The pt programmer and charger no longer communicate with the ipg and the pt is unable to turn the device on. On (B)(6) 2010, it was reported that the pt's x-ray's revealed that one of the leads had pulled out of the epidural space. On (B)(6) 2010, it was reported that the system would be replaced on (B)(6) 2010 and that the pt will be implanted with a paddle lead.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.